Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Parra-fariñas, c., dmytriw, a. A., delgado-álvarez, I., sánchez-montánez, á., de miquel, m. A., sola, t., felipe-rucián, a., macaya, a., tomasello, a., ribó, m., <(>&<)> vázquez-méndez, é. (2020). Primary endovascular treatment for acute ischemic stroke in teenage patients: a short case series. Neuroradiology, 62(7), 851¿860. Https://doi.org/10.1007/s00234-020-02421-z medtronic received a literature article whose aim was to analyze the safety and efficacy of primary endovascular treatment (evt) for acute ischemic stroke (ais) in patients younger than 18 years of age, an off label use. All patients were female and achieved 90-day functional independence. Patient 1 presented with right hemiparesis. The patient was treated with onyx and solitaire and the final angiogram showed complete recanalization and reperfusion. Two hours after the procedure, the patient presented sudden onset of severe left eye visual loss. An urgent MRI confirmed multiple left retinal artery thromboembolisms. The patient underwent selective arteriography of the left retinal artery with intra-arterial recombinant tissue plasminogen activator (rtpa) infusion on an urgent basis. Partial recanalization was achieved. Noncontrast CT of patient 3 showed left fronto-insular hypodensity related to ischemia and subacute evolution in the superficial territory of the left mca. No signs of hemorrhagic transformation were noted. The patient has persistence of loss of fine motor movement of her right hand. For patient 1, nihss at 24 hours was 4, mrs at 3 months was 1, lengthof stay 5 days, and follow up imaging at 1 year showed MRI/mra without endovascular contrast. The 24-h control imaging of patient 1 revealed a subacute deep ischemic lesion of left mca with iputaminal involvement, external capsular, and semioval center without signs of hemorrhagic transformation. Patient 3 underwent subsequent transesophageal echocardiography that confirmed persistence of several pulmonary arteriovenous malformations and proceeded to staged embolization with a solitaire. At the end of the case, a diagnostic cerebral angiogram was performed showing no intracranial complications. One month after the endovascular mechanical thrombectomy, patient 3 required a new pulmonary arteriovenous malformation embolization. The patient underwent an embolization of a right persistent lower lobe pulmonary arteriovenous malformation occluded with coils, and onyx liquid embolic. Patient 3, nihss at 24 hours was 0, mrs at 3 months was 0, length of stay 3 days, and follow up imaging at 1 year showed non contrast CT. Patient 4 noncontrast CT showed subacute ischemic lesions involving the left fronto-insular region, lenticular nucleus, and body of the left caudate nucleus. Long-term follow-up imaging showed expecting evolving ischemic changes with no new intracranial abnormalities. Patient 4 nihss at 24 hours was 4, mrs at 3 months was 1, length of stay was 11 days, and follow up imaging at 1 year showed non contrast CT.